Manufacturer narrative:
The customer reported that the hard drive (hdd) on the unit went bad. They tried to boot up the unit but it does not reach the software and it gets stuck on a blue screen, they have twenty patients that were being monitored by a central nurse's station (cns). No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the hard drive (hdd) on the unit went bad. They tried to boot up the unit but it does not reach the software and it gets stuck on a blue screen, they have twenty patients that were being monitored by a central nurse's station (cns). No patient harm was reported.